Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 160 mg/dl. Upon troubleshooting, it was found that the display did return and the insulin pump passed the self test. Advised the customer to monitor the device. It was also noted that the insulin pump alarmed battery out limit; advised customer that this may indicate a loose battery cap. The customer was in a rush to get off the phone. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.